Event description:
The customer alleged they received a questionable cortisol result for one patient on their e411 analyzer. The patient's initial cortisol result was 0.027 ug/dl and it was reported outside the laboratory. The physician questioned the result. On (B)(6) 2014, the sample was repeated and the result was 23.61 ug/dl. A different sample tube from the same draw was tested and the result was 24.1 ug/dl. The patient was not affected and there were no adverse events. The cortisol reagent lot number was 17164603 and the expiration date was 06/30/2014.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative could not determine the cause of this event. He inspected the analyzer. Performance testing was done with results within specification.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control results were within range. A general reagent or analyzer issue was not obvious. It was noted the customer was not following tube manufacturer's tube inversion recommendations.